Event description:
5-6-97 cystoscopy with placement of size 4 french 14 cm stent in left ureter. 10/30/97-during removal, stent broke. Unable to retrieve broken piece of stent. 12/2/97-to or for anesthesia, remaining piece of stent removed under fluoroscopy.